Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "error code 41785, typically indicating a tubing disconnect or a problem with the tubing detection sensor.¿ was confirmed. The cause was unknown. The mainboard was replaced, and the device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a red screen and error code 41785. There was unknown patient involvement, and no harm/adverse event reported.